Event description:
On (B)(6)2009, the pt was implanted with an scs system. On (B)(6)2010, the pt experienced an uncomfortable sensation in the pocket area. The physician requested an x-ray. The x-ray revealed that one of the leads was disconnected. The lead was replaced on (B)(6)2010. The new lead was connected to the existing ipg.

Manufacturer narrative:
The lot number is unk.